Manufacturer narrative:
As part of the investigation, an olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The referenced device was returned to olympus for repair. The physical evaluation found scrape marks inside the instrument channel with no noted bioburden or biofilm. Additionally, switch button (1) is cut but functions normally. The angulations are below standard specification, the control knob movement has some play, the distal end cover has indentations, the light guide lens at the distal end is cracked, the bending section cover glue is cracked, there is minor peeling on the insertion tube, and a minor dent on the scope connector. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus customer care was informed by the biomedical engineer at the user facility that the customer evis exera iii colonovideoscope is having issues. ¿issues are 1. The end user was using simethicone infused water for precleaning of the endoscopes. 2. Staff not knowledgeable of the delayed reprocessing time. 3. Staff not completing all steps of manual cleaning per the IFU (instructions for use). With all of the issues above, the facility leadership is concerned that the residual of simethicone may be in the endoscope channels. A concern for the harboring of bioburden and biofilm is a risk.¿ the event was found during reprocessing. There was an investigation ongoing about the reprocessing of the endoscopes at the facility. The facility was sending all scopes for evaluation and four thousand (4,000) plus people were being notified to come in and get a blood test. Additional information was received from the customer at a later time stating there was no death or injury or infection that occurred during the event. This complaint is related to patient (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The olympus endoscopy support specialist (ess) performed a reprocessing in-service/customer competency. The ess noted the facility utilized the medivator¿s scope buddy plus for manual cleaning and manual flushing of endoscope channels. For manual high-level disinfection, rinsing, and alcohol flush, the facility used medivator¿s reprocessor. All olympus recommended reprocessing guideline steps were reviewed following the olympus reprocessing manuals during the in-service. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and considering the following observations, it is likely the event occurred because the facility staff was inadequately trained in reprocessing and/or device handling in accordance with the instructions for use (IFU): the end user was using simethicone infused water for precleaning of the endoscopes. Staff was not knowledgeable of the delayed reprocessing time. Staff was not completing all steps of manual cleaning per the IFU. The user had concern about risk from the above deviations and sent the device to olympus. The event can be detected/prevented by following the instructions for use which state: ¿1.4 precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ ¿some national or professional guidelines recommend using a detergent solution for precleaning. Consult with your hospital¿s infection control committee regarding use of the detergent solution. Do not apply lubricants to the aw channel cleaning adapter. Lubricants may cause malfunction of the aw channel cleaning adapter. ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.